Event description:
Dr. (B)(6) of (B)(6), removed a cataract out of my right eye and replaced my natural lens with the lenstec softtec lens. Immediately after surgery, I had blindness in corner of eye and very severe half moon halos and broken glass vision in eye. After many visits back to his office and other doctors my eye never got any better. After writing a letter to dr. (B)(6) expressing my horrible vision, he rushed me into surgery to replace the lens. It was replaced on (B)(6) 2012. This has left my vision at 20/40 or worse and cannot be corrected. I feel that the lens was defective or the company lenstec did not properly train doctor (B)(6) on how to implant this device. This has been devastating to me and my family and career. Thank you for listening to what has happened to me.